Event description:
The customer reported that while the unit was in use on a pt, it was difficult "slaving" the unit; the unit generated an intra aortic balloon catheter" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.